Event description:
Complainant alleged that during a routine shift check by a clinician, the paddles caused the defibrillator to be unable to adjust energy selection. Complainant indicated that there was no pt involvement in the reported malfunction.